Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented as the device was beeping due to high out of range pacing impedance measurements on the right ventricular (rv) lead. When the patient was asked to press his hands together firmly, the high impedance measurements were reproduced. A lead fracture was suspected; therefore, a revision procedure was performed. Upon inspection, the device and rv lead connection was appropriate and no anomalies were noted that would explain the high measurements. The rv lead was surgically abandoned and the device remains implanted. No additional adverse patient effects were reported.

Event description:
Subsequent information was received that during the revision procedure, all rv lead measurements were appropriate through the device and pacing system analyzer. However, as there was concern over the rv lead, the decision was made to continue with the revision. No additional adverse patient effects were reported.